Event description:
It was reported that insulin from the reservoir leaked past the o-rings, and the customer was experiencing high blood glucose. No further information was provided.

Event description:
It was reported that the buttons were not responding and had to push several times. The customer's mother stated that the customer was not able to bolus while staying in the school. The battery was changed and after several times the buttons were pressed the display was frozen. No further information was provided.

Manufacturer narrative:
The insulin pump buttons function properly. However, moisture damage was noted on keypad traces during visual inspection. Cracked reservoir tube lip, battery tube threads and case at display window corners.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.